Event description:
Dexcomg6 cgm sensor failure. These are meant to last 10 days. I generally get 2 to 6 days. The company will replace them but then I run out and have no cgm for several days. FDA safety report ID # (B)(4).